Manufacturer narrative:
Date rec'd from MFR: 21oct2019. After numerous attempts to obtain information on the repair of this device with no response, this complaint is being closed. If additional information is received a supplement report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03jul2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported ventilator oxygen inlet hose cut. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.